Manufacturer narrative:
(B)(4). Date sent: 03/20/2020 per video evaluation: video was received. The video shows at the 00:01 mark the device is placed between tissues. At the 00:05 mark the device was fired and removed can be see a blue cartridge fully fired, the cut line appears to be as expected. At the 00:25 mark a clip was placed on the staple line. At the 00:33 mark the staple line with slight bleeding is noted. At the 00:55 mark a clip was placed on the staple line. During the course of the video a small amount of oozing can be seen along the staple line, the event is confirmed. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: did the device deliver any staples?to be confirmed. If yes, was the staple line complete?to be confirmed. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? To be confirmed. How was the bleeding controlled? Here was bleeding but controlled by using clips and over sewing of the staple line. How much blood was lost (ml)? Na. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No , surgery delayed for 30 minutes only and completed successfully. Did the device deliver any staples? Yes. No the surgeon did not see a complete staple line. Yes there were malformed staples. Bleeding controlled by clips and stitches (over sewing) amount of blood lost about 100 mm. No blood transfusion was needed. Yes the surgeon kept the drain with the patient for 5 days. As intraoperatively the surgeon was obliged to reinforce the staple line with sutures to make sure of the stomach closure. As for the device status it¿s now with the distributor.

Event description:
It was reported that during a lap gastric sleeve, the fifth and last reload was misfired and the surgeon couldn't see a complete staple line and noticed malformed clips. Surgery was delayed for 30 minutes, but completed successfully with suturing. The patient lost about 100 mm of blood, but did not require a blood transfusion. The surgeon kept a drain with the patient for five days. There were no patient consequences.